Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch. Minimal oversensing of noise was observed due to uniplor settings which resulted in inappropriate atrial tachy response episodes. Pacing inhibition of the ra was observed however no pauses in the patients intrinsic rhythm. A chest x ray was performed which revealed the lead conductor coils were pulled back and separating. Boston scientific technical services (ts) discussed that it was at the discretion of the physician whether to leave the lead or revise. At this time, the ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.